Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for unspecified reasons. This device was not included in an advisory population and was replaced with a competitors device. There were no allegations of device malfunction from the field, however when device was received at guidant the header was loose.